Manufacturer narrative:
There is only one event recorded on the returned pad device and this occurred on (B)(6) 2011. The memory had been erased so the investigation into the reported fault is inconclusive. No fault was found with the returned pad device. It is possible the pad pak used in the device was nearing its expiry date. A low battery warning is delivered when the pad pak in the device is depleted to the point where the battery management system is triggered. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention.

Event description:
There was no pt involved in this event. The status indicator turns red if the pad-pak is removed and re-inserted the status indicator turns green.